Event description:
It was reported that during a lead revision procedure, the pulse generator went into backup vvi operation after being exposed to electrocautery. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the pulse generator was in backup vvi operation. After a device product code download, normal device function resumed. Electrocautery marks were noted on the device can.